Event description:
The customer reported that the insulin pump was turning off. Troubleshooting was performed. Reviewed the alarm history and found that the off no power alarm occurred without a low battery alarm. Advised the caller that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk. All currents were within specifications. The device was monitored for two days and no unexpected off no power alarm noted.